Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. After pre-dilatation with a 2.0x20mm emerge balloon catheter, a 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. While pushing the device to cross the lesion, the guiding catheter pushed the device and damaged it. A snare was then used to remove the device from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was detached from the sds and severely damaged. Both the most proximal and most distal stent struts were bunched, mid-section part of the stent was stretched with all struts misaligned and distorted out of their original crimped stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. After pre-dilatation with a 2.0x20mm emerge balloon catheter, a 3.00 x 20 synergy(tm) drug-eluting stent was advanced but failed to cross the lesion. While pushing the device to cross the lesion, the guiding catheter pushed the device and damaged it. A snare was then used to remove the device from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.